Manufacturer narrative:
Product ID: 977c165, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient's toes quit moving since being implanted (B)(6) 2017 (patient stated two years, one day and 7 hours ago). The patient stated he "can scratch his ass and between his shoulders hurt" since the being implanted. The patient stated when he bends over his shoulder hurts when he ties his shoes his feet hurt. The patient has been hurting since being implanted. The patient stated the implant never healed right. The patient also stated he gets shocked when he tries to adjust it himself and he feels like he is "shot across the room" or he pees himself, and stated that the implant messes with his bowels. The patient also noted that when a manufacturing representative (rep) made adjustments he peed all over himself. The patient was diagnosed with "foot drop" after he was implanted. The patient then noted it is a result of the implant, and also stated he has lost balance "he is bilaterally off" and he drops stuff out of his hands. The patient saw a specialist who told the patient that the ins needs to come out. The patient noted that he feels like the implant was not placed right. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that he was confused why he still had the dead battery in him. Patient did not want to consider jumpstarting it. Patient has an appointment tomorrow. Additional information was received on june 12; it was reported that the patient was looking to get in contact with a manufacturer's representative. Patient reported that the last time he met with a rep, they had "cut his device off" because the device had been shocking him for the past 2 years. Additional information was received, the patient reported that they have been seen 5 times in 2 years. Patient stated the rep shut it off last time he was seen which was 3 months ago. Patient stated he wanted the device removed. The patient stated he has not moved his toes, loses his balance and falls every other day for the last 2 years. Patient stated that this started right after the device was implanted. Patient stated he went through therapy. Patient stated he has called another lady but the lady would not call him back. No symptoms reported. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the cause of the multiple patient's symptoms was not determined. The patient called the rep and said that he had a MRI last week and is now trying to get in to see the doctor for a follow up on the MRI. The cause of the ins not being placed in the right was also not determined. The rep saw the patient and did an impedance check in which all values were between 900-1200. When the rep would turn on the ins to evaluate stimulation coverage, the patient was unable to tolerate the stimulation. The rep then reduced the pulse width to 200 and the rate was reduced to 25. The patient stated it feels like he is being severely shocked. The patient stated that he feels this constantly with or without stimulation on. He said the ins just intensifies the shocking. The device was turned to zero milliamps and the battery was turned off. The rep advised the patient to not use it until it is determined if there is something new going on since it's irritating the patient's symptoms. The issue has not been resolved. No further information was reported.

Manufacturer narrative:
Date inaccurate, only the month and year are valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient experienced "shooting electrical pain from the stimulator". The hcp couldn't give further information. No further complications reported.

Manufacturer narrative:
Concomitant medical products: product ID 977c165, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2019, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient had their whole system removed "a few weeks ago". No further information was reported.